Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Retroperitoneal bleeding after firing the clip as reported, can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all devices are visually inspected and functionally tested. The clip misfiring (resulting in device not sealing, closure not achieved or arterial bleeding) can be caused by relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45 degrees to 60 to 75 degrees prior to clip deployment, and/or the device not stabilized with the left hand during clip deployment. Also, inadequate nick and spread incision could cause the clip to be deployed on the skin or in the tissue tract below the skin. The complaint information did not report any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for retroperitoneal bleeding after firing the clip could not be determined. A review of the lot history record and a query of the complaint handling database could not be performed as the lot number was not provided and the device was not available for analysis.

Event description:
It was reported that arteriotomy closure of the common femoral artery using a starclose se device after the deployment of a xience stent. Reportedly, after the clip was deployed, a retroperitoneal bleed occurred in the area of the clip. Manual arterial compression was held for 45 minutes to treat the bleed and to achieve hemostasis. There was no difficulty noted during clip deployment and the backwall was not punctured. It was thought that the clip may not be seated correctly. The physician stated that the retroperitoneal bleed was most likely caused by the starclose se device. Post procedure, the patient's blood pressure was noted to be below 100 and was treated with one unit of blood and fluids. The patient's blood pressure stabilized and she remained hospitalized for monitoring. No further treatment was given and the patient was discharged approximately 2 days post procedure with no additional adverse sequela. The technician who deployed the device is reported to be trained in the use of the starclose se device. No additional information was provided.